Event description:
It was reported that an unspecified malfunction/issue occurred. The sensor was inserted into the abdomen. Date of event is an approximation. On (B)(6) 2023, it was reported that the patient experienced loss of consciousness while being in an active sensor session. The day of the event, which occurred about 2 years ago, the patient experienced being delirious. The emergencies were called by the patient´s friends as the patient was not picking up the phone. The patient was found unconscious by the police officers and was brought to the hospital. It was unsure what the dexcom device was showing at that moment, but the patient would have been in an active sensor session. The patient would have had sepsis, and stated she was unsure if it was related to diabetes. The patient received intravenous treatment and stayed at the hospital for a total of 4 days. At the time of the report the patient was stable. Data was evaluated and the allegation was confirmed. The probable cause was the patient closing the mobile app which led to signal loss. No additional patient or event information is available.

Manufacturer narrative:
(B)(4). H6 medical device problem code - 3191 - patient was unable to identify device issue therefore a more specific code could not be selected. Diabetes mellitus is a known cause of loss of consciousness.